Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray pc did not start. Upon functional testing, fse found that the x-ray pc was defective. The fse connected the hard disk directly to the mother board in the pc which resolved the issue temporary, however the small multi hard disk interface present in the pc failed. The fse replaced the x-ray pc and re-installed software. After replacement of the x-ray pc and re-installation software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the x-ray monoplane pc did not start and system remained in startup and was necessary to replace pc on the m cabinet. The system was in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.